Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information orupon completion of the inv estigation by the manufacturing plant.

Event description:
On 10jul2026, a distributor reported to anika the following adverse event post injection of monovisc: a patient reaction to monovisc injections occurred in the orthopedic office. The patient had a significant knee synoviti with a: white count of 62,500 with 90% neutrophils. Cultures were all negative. Patient demographics, clinical history, diagnosis, treatment plan and outcome are unknown. Product code, description, lot, and expiry are unknown.